Event description:
It was reported that the patient started her trial for interstim therapy yesterday ((B)(6) 2013). Patient's amplitude was currently at 6. Stimulation was intermittent and the patient only momentarily felt stim sensation for a few seconds. They had tried to turn patient's amplitude up higher and last night while she was laying in bed she did not feel stim sensation until they turned it up to 10. They thought "maybe it was all the medicine they gave her". This morning while the patient was standing up they increased amplitude to 6 or 7 and she started feeling it, but when she sat down to drink her coffee the sensation went away. It was discussed that positional changes may lead to a change in perceived stim sensation. They also attempted to increase amplitude while on the phone and reported patient was not feeling any stimulation sensation at all. It was confirmed that the green light on ens was blinking. Additional information received noted that the cause of the event was the lead. Dislodgment/migration was noted; both leads migrated. Leads were removed. Signs and symptoms included loss of sensation with leads. Hospitalization was not required. Patient outcome was no injury.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).